Manufacturer narrative:
72402960. 386617009. Reservoir 100 ml iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient was experiencing pain when he pumped up his implant. All components were explanted and replaced. No adverse patient effects. Additional information was received. The pain is located around the glans of the penis and it is suspected that the cause is the previous implant being too big for patient, therefore, undo pressure was being applied to the patients tip of the penis causing pain.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient was experiencing pain when he pumped up his implant. All components were explanted and replaced. No adverse patient effects. Additional information was received. The pain is located around the glans of the penis and it is suspected that the cause is the previous implant being too big for patient, therefore, undo pressure was being applied to the patients tip of the penis causing pain.